Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported "iab removed, frequent helium loss alarms on insertion" additional information received sated that "the staff had put in two iabs and the first one was removed due to "helium loss alarms" the staff had no further information regarding why it was removed or troubleshooting involved. Second iab inserted, patient currently supported on pump". No patient injury, harm, or consequence reported. Patient condition unknown at time of report.

Manufacturer narrative:
(B)(4). The reported complaint of iab helium loss alarm is not able to be confirmed. The product was not returned for investigation. Lot number was obtained from serial number provided and has been included in this report (18f22b0042). Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "iab removed, frequent helium loss alarms on insertion" additional information received sated that "the staff had put in two iabs and the first one was removed due to "helium loss alarms" the staff had no further information regarding why it was removed or troubleshooting involved. Second iab inserted, patient currently supported on pump". No patient injury, harm, or consequence reported. Patient condition unknown at time of report.